Event description:
It was reported that during a procedure, the inner housing broke off. The doctor was able to retrieve the housing without any adverse consequences to the pt. Further, the unit was not exposed to any adverse environmental conditions.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.